Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens haptic was not coming out correctly. The procedure was completed with unspecified lens. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used device with the lens was returned loose inside the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger has advanced the lens to mid-nozzle. The lens was rotated and the plunger has overrode the trailing portion of optic. The trailing haptic was folded in the haptic groove and was broken in the distal area. The broken haptic portion was inside the folded optic. The leading haptic was in an incorrect backward question mark shape. This was most likely interpreted as the complaint. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was used. Leading haptic was misfolded and the trailing haptic was broken. This was most likely interpreted as the reported ¿haptic not coming out correctly¿. The root cause may be related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was observed. The IFU instructs: fully insert the ophthalmic viscosurgical device (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use a company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. Also, a non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).